Manufacturer narrative:
The associated journey ii cr locking femoral impactor bumper right was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The device was manufactured in 2016, which suggests it has been in use for some time. Without the return of the actual product involved, our investigation of this report is inconclusive. We recommend that all re usable instruments be routinely inspected for wear damage and replaced as necessary. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, bumper split in half during impaction of implant. It is unknown how the surgery was concluded.